Manufacturer narrative:
H3:product analysis #705740844:part # 25100401; lot # ct22d012 visual and optical inspection revealed the entire torx tip has been sheared off consistent with interface during usage. Optical ex amination of the fracture surface at the base of the driver tip identified a fairly flat fracture surface and circular material dis placement. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision instru mentation removal l3-ilium, decompression, bilateral tlif l1-3 and posterior spine fusion l1-ilium. It was reported that the driver broke. The powerease and ballast screwdriver were used to remove a 10.5x80mm open ballast screw and we replaced the open screw with a 11.5x90mm closed ballast screw. The open screw came out perfectly. When putting the new 11.5x90 closed ballast screw with the powerease in the driver at the end of insertion broke off and the surgeon was able to retrieve it. Product will be returned. There were no patient symptoms or complications reported as a result of this event. Additional information received from manufacturer representative that the procedure involved was pseudo repair l3-ilium and l1-ilium extension fusion with tlif at l1-2,l2-3. The end of the driver where it attaches to the inner portion of the closed ballast screw fractures off the driver itself leaving a small piece in the screw which was taken out by physician. The tip of the driver and the driver itself will be returned.